Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user indicated that unit pyx67b displayed a black screen with a blue window prompted for a password. The user rebooted the machine; however, the issue persists. There were currently no interface or network issues, and the machine was online. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the customer rebooted the station again and the station working as intended. The tss also confirmed there was no further issues reported on the station. The system functioned as intended after the technical support specialist verified the device.